Event description:
It was reported that the patient presented to the emergency room. An interrogation was performed and revealed that the implantable cardioverter defibrillator exhibited inappropriate shock and the right ventricular and right atrial lead exhibited noise and high impedance. It was noted that the patient had a big fall around the time of the increased noise and impedance rise. During the procedure, it was noted that both leads were fractured. The entire system was explanted. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-12223, related manufacturer reference number:2017865-2020-12228. It was reported that the patient presented to the emergency room. An interrogation was performed and revealed that the implantable cardioverter defibrillator exhibited inappropriate shock and the right ventricular and right atrial lead exhibited noise and high impedance. It was noted that the patient had a big fall around the time of the increased noise and impedance rise. The entire system was explanted. The patient was in stable condition.